Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set detachment event on 20-feb-2026. The infusion set tubing came apart, and there was stress or pull on the tubing as it was caught on her kitchen cabinet handle. The insertion site was the right abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.